Manufacturer narrative:
The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Two tracheostomy devices were returned for evaluation. No issues were identified that would have impacted this event. Visual inspection revealed scratching and holes at the cuff. Functional inspection was performed by using 15 cc of air to test for inflation. The cuffs on both devices could not be fully inflated, and deflated as air escaped from holes in the cuffs. The potential root cause to the reported issue has been attributed to the device coming into contact with a sharp object, or, potentially from hard cartilage internal to the patient.

Event description:
Information was received indicating that the cuff to a smiths medical portex® bivona® adult tts¿ tracheostomy tube was found to be broken three weeks following placement. Subsequently, the trach tube was changed out with another and the patient recovered with no adverse effects.